Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma-late" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and granuloma.

Event description:
Patient reported left side "nodule in the left breast" not related to device, "with discrete fluid collections below this prosthesis", "it is a rigid ball, the prosthesis also fell", "intracapsular rupture, finding that may indicate fracture of the gel", "surgical stitch granulomas", and "this has been causing [patient] anxiety." Device remains implanted.

Event description:
Device has been explanted.